Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The patient was first operated with shunt system about a month before. After time, the patient did not seemed to react to the shunt and underwent second procedure on (B)(6). When reaching the implanted valve they noticed the valve is broken. The valve broke in two, next to the siphongueard.

Manufacturer narrative:
Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was at setting 2. The valve was visually inspected: and confirms that the silicone housing has been cut/torn and the siphon guard has come away from the valve. Review of the history device records was not possible as the lot number was unknown. The root cause to the tear/cut in the silicone housing is probably being due to the user, this however could not be confirmed. As noted in the IFU silicone has a low tear / cut resistance. Per hhe, it has been concluded that silicone housing tears are not design related, in order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.